Manufacturer narrative:
The customer¿s experience of being unable to program a syringe (0 bd options) was not confirmed. Only the syringe module and its logs were available for investigation. The syringe module event log shows syringe module s/n (B)(4) was powered on at 7:05 pm on (B)(6) 2018 and channeled off at 6:44 pm (time modified). The log does not show the syringe module being selected. Since the device was not selected, the syringe selection screen does not show up. Functional testing performed found the syringe module to be operating within specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported being "unable to program syringe 0 bd options". The barrel clamp accuracy, plunger position accuracy, and plunger force accuracy were tested, and all tests were passed. No additional information was provided.